Event description:
Customer reported hospitalization due to high and low blood glucose. Customer also had stomach pains. The blood glucose reading at the time of the event was 228 mg/dl. Customer woke up in hospital with blood glucose reading of 183 mg/dl. Customer is also taking blood pressure medication. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.